Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the right ventricular (rv) lead was noted and visually confirmed as fractured resulting in increased capture threshold and pacing impedance. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.